Event description:
The customer reported that the power plug was defective and the system could not boot up as a result. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power plug was replaced. The system was then found to be operating as intended.